Event description:
Event description guidant received information that the patient with this transvenous defibrillation lead received inappropriate shocks. Review of the electrograms demonstrated noise on the rate/sense channel. Impedance trends were reviewed, which demonstrated gradually decreasing pacing impedance. Currently, the pacing impedance is less than 200 ohms. Further troubleshooting demonstrated loss of capture and the inability to obtain stable thresholds. To date, there have been no reported patient symptoms associated with this clinical observation.